Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 282 and 21mg/dl.the difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.product was not replaced.